Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 75 year old female with acute myocardial infarction (ami) and cardiogenic shock (cgs) presented for impella support. The user facility reported the patient developed leg ischemia. It was documented that a contra-lateral distal perfusion catheter was placed in an attempt to treat the condition, however, the decision was ultimately made to explant the pump.

Manufacturer narrative:
The investigation into the reported limb ischemia has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that patient condition was the most likely cause of the limb ischemia. The failure modes will be monitored and trended. Instructions for use for the related event are as follows: ¿ potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿